Event description:
Customer reported being hospitalized for low blood glucose. Customer reported losing consciousness while walking dog. Troubleshooting was performed and pump appeared to be operating normally.